Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No patient information provided to date after requests from customer on 05/16/22 and 05/20/22. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The hospital reported an error that resulted in an inability to initiate mechanical ventilation. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.